Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the catheter was replaced because it came into contact with blood and the catheter clotted off. The patient ended up having subarachnoid hemorrhage. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported a new catheter was placed and they "went down a dose". After the surgery, the patient had a fever so the healthcare professional (hcp) decided to do a cap aspiration. During the study, blood was aspirated. It was decided the catheter had been placed epidural/not in the correct anatomical place. They planned on placing a new catheter by doing a laminotomy. The pump was used to deliver lioresal (baclofen). It was further reported a laminotomy was attempted, but was not successful due to metal in the spine. The patient was on oral medication until they could go in and revise the catheter.